Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
The customer reported via phone call that she had issues with the sensor dying. The sensor was saying that her blood glucose level was bottoming out but her blood glucose level was 125 mg/dl. The sensor was returned for analysis.